Event description:
It was reported that there was no pacing and noise noted under right clavicle. X ray and other examines could not determine a cause. The pocket was re-opened and visual inspection found no lead fracture and threshold was normal, but upon pressing on the leads, no capture was observed. The leads were capped and the physician decided to implant new atrial and ventricular leads as a solution. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no pacing and noise noted under right clavicle. X ray and other examines could not determine a cause. The pocket was re-opened and visual inspection found no lead fracture and threshold was normal, but upon pressing on the leads, no capture was observed. The physician decided to implant new atrial and ventricular leads as a solution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 407458 implantable pacing lead implanted: unknown. (B)(4).